Event description:
On 11/18/2025, an FDA medwatch notification was received via email. A facility representative reported that the tip of an ar-3636 knotless 1.8 fibertak soft anchor broke off into the soft tissue of the operative right shoulder during the procedure. The tip and the anchor were both removed entirely from the shoulder. This incident occurred during a procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, excessive impactation, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Dfu-0404-sub-eo revision 0 - warning. To help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Visually inspect the inserter for potential breakage after each implantation. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
Additional information was received on 11/24/2025: this occurred during a right shoulder arthroscopy labral repair on (B)(6) 2025. There was no case delay or added anesthesia administered.